Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been having a problem for the last couple of months (B)(6). They had a cervical discectomy infusion in (B)(6) and everything was fine up until they started having mris. They have been having mris and as a result after that started having fecal incontinence severely. They were supposed to just be having urinary incontinence. The doctor they were seeing retired the end of (B)(6). They were having trouble with the programmer and they turned it off (seemed to be referring to turning the stimulator off). Patient went in and saw the pa on wednesday and they turned the machine back on and it got their attention real fast. They turned it down, and they had been having less of a problem. Patient still has to wear depends. The MRI people just didn't do it right. They said something about talking to the manufacturer representative (rep)because they were coming to visit. Patient services emailed representative to see if they could help set up an appointment.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and reported all the same information. The patient noted that they developed fecal incontinence after the therapy was turned back on incorrectly after an MRI. The patient turned off therapy and it went away. The patient turned it back on while at the hcp's office and it was too high and needed to be decreased. The patient noted that it was semi-working now for urinary and no fecal incontinence but they were afraid to turn it up because they were leaving a 10 foot trail of feces everywhere they went. An email was sent to the manufacturer representative (rep). Additional information was received from the patient on (B)(6) 2025. They called back repeating previously reported events. The patient then stated they had MRI from head to toe, and it wasn't long afterwards that they had fecal incontinence, leaving a trail of crap on the floor, so they had to turn it off. The patient stated they had to go in and force the physician assistant to do something, but they turned it on too high, which the patient said that it felt like "somebody stuck a hot poker up their butt." The patient reported they didn't have the fecal incontinence problem anymore, but still had no relief from urinary incontinence. The patient mentioned they were peeing on themselves, and they wet their pants every two hours, and they said that it had to stop. The patient mentioned that they had an appointment scheduled with a new hcp and a rep on the 14th. The patient was offered assistance with making another therapy adjustment, but they said they would adjust it by themselves. Per the patient's request, physician listings were emailed to them. An email was also sent to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a big run-in with all of them the other day and wanted to apologize to mdt rep (B)(6) in case they did anything to offend her. The patient said they wanted to find another practice to go to, but they didn't know if it would be with medtronic or someone else. The caller stated that the issue with the mdt device started in may after two mris. The caller stated that after the second MRI, they don't think the device was turned on properly due to having issues with fecal incontinence. The agent offered to send patient physician listings, but the patient declined. Additional information was received from the patient. The patient called back and repeated that they suddenly developed fecal incontinence after getting mris. The fecal incontinence was resolved, but the patient also experienced urinary incontinence, which they were still dealing with at the time of the call. The patient's reason for calling back was to request literature that would help guide them through the process of making an adjustment to therapy settings. The agent reopened the case and emailed the patient a copy of the interstim x patient user guide. The patient said they will educate themselves and will call back if they require further assistance. The patient called back stating they did not receive the email sent earlier this morning. Patient services recommended the patient search by keyword in their emails, and they were able to locate it. The patient repeated event details and stated they were trying to understand how the different programs work. Reviewed information.

Event description:
Additional information was received from the manufacturer representative (rep). When asked what steps were taken to resolve the issue, the rep reported the patient was seen on (B)(6) 2025 and they were very unpleasant in the office. It was noted in the patient's chart that their fecal incontinence started with a recent procedure on their back. The patient had been seen previously by the nurse practitioner and the device was turned back on after the MRI. The patient said the fecal incontinence had gotten better since the device had been turned back on but their urinary problems persisted. The rep helped the patient change their program on (B)(6) 2025. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.